Event description:
It was reported that during a descending thoracic aneurysm repair procedure, the physician started seeing an unusual bleeding after sewing a 8 mm hemashield graft as a side branch for perfusion purpose. The physician had to perform the anastomosis on circulatory arrest. Bleeding was observed at both ends of the graft, proximal and distal, coming from tears of the graft from the suture line. They tried to control the bleeding using pledget sutures and glue unsuccessfully. Due to religious beliefs, the patient refused blood transfusion and expired approximately four hours after surgery.

Manufacturer narrative:
Our medical director had a conversation with the physician involved in the case on (B) (6) 2010 to better understand the alleged event. The device was received at the manufacturer, packaged in a plastic bag inside of its original carton. The sample measured approximately 7.5 cm and was blood stained. The device was decontaminated and a suture pull testing was performed. The results of the testing revealed that the device was within specification of greater than or equal to 0.74 kg, therefore, the physician's alleged experience with the device could not be confirmed. Results: the device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar or other incidents against this batch. (B)(4)